Event description:
The customer contacted beckman coulter, inc (bec) to report a burning smell from their dxc 600 pro synchron chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. The customer reported that the uninterrupted power supply (ups) had tripped a circuit breaker. The customer restored power to the ups without powering off the analyzer. When the power was restored, the customer heard a popping sound and reported a burning smell from the lower right side of the analyzer. There was no injury to the customer. Medical attention was not sought. The facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the line conditioner and the power supply. The analyzer was returned to service without the ups. The customer will return to using the ups once its functionality has been validated by the site's biomed department. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.